Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the shaft was cut at its proximal portion and imaging wire was removed. After that, a guidewire was inserted into the shaft to give the shaft some support. By pushing with that state, the opticross¿ imaging catheter was removed from the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that imaging catheter got stuck in stent. A 100% stenosed target lesion located in the moderately tortuous and mildly calcified mid right coronary artery (rca). An opticross¿ imaging catheter was selected for use. After placing a non- bsc stent above the lesion, opticross was advanced through an implanted stent. However, when the opticross¿ imaging catheter was pulled out, it was stuck inside the stent. Even though it took time but it was able to retrieve from the patient's body successfully. The procedure was completed with a different device. No patient complications were reported.